Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 with blood glucose of over 600 mg/dl. The customer¿s current blood glucose level was 183 mg/dl. The customer did not experience any symptoms. Troubleshooting was done for high blood glucose. The customer was treated with fluids through intravenous for high blood glucose. The customer was wearing the insulin pump within 48 hours during the hospitalization. The customer stated that infusion set with bent cannula contributed to bent cannula. The insulin pump will not be returned for analysis.